Manufacturer narrative:
During testing, pressure sensor calibration drift was noted. The device alarmed with a check cassette p alarm code. This was found to be due to the pressure sensor being out of calibration. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during preventive maintenance testing the device alarmed with a check cassette alarm code. No additional info was provided. This does not indicate a reportable malfunction. During verification testing at the service center the device alarmed with a check cassette p alarm code and pressure sensor calibration drift was noted.